Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ventricular fibrillation and required cardiopulmonary resuscitation. Upon review, the competitor device detected the patient's arrhythmia but the patient was not converted due to low right ventricular lead impedance and insufficient output. The patient was rescued twice by emergency medical services via external defibrillation. The right ventricular lead and device were explanted and replaced on (B)(6) 2019. No visible lead anomalies were observed. The patient was stable.

Event description:
Related manufacturer reference number: 2017865-2019-09255.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.